Event description:
The event occurred on an unspecified date and involved a microclave¿ clear neutral connector where it was reported that the connector tubing luer lock sterile latex free microclave clear .05ml intravenous was leaking when hooked up to intravenous tubing. There was unknown patient involvement and unknown adverse event or patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: only the di is provided as lot/serial is unknown. Additional reporter: (B)(6) department: (B)(6) phone number: (B)(6) email:(B)(6) (B)(6) tn (B)(6).

Manufacturer narrative:
The complaint of leaks on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
Additional information stating that the lot number of the affected sample is 13882195. The event occurred prior to patient use. The leak appeared to occur in the connector, was not noticed until it was hooked up to tubing, but it did not appear to be related to the tubing. Normal saline was infusing. The tubing was replaced, and therapy resumed.